Event description:
Boston scientific received information that this product was part of a system revision due to infection. Drainage from the patient's incision site was observed and was determined that the device was infected. No patient adverse effects were reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.